Event description:
Facility reported machine was not doing an alcohol rinse or a second rinse after oai fse (field service engineer) had worked on the machine the day before. Fse changed the program to 9 (should be 1) and forgot to change it back. Several endoscopes were reprocessed on the incorrect program and some were used on pts the next day. No pt injuries were reported.